Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user filled tubing with insulin while connected to the infusion set and self-injected an unknown amount of insulin, after which the user experienced a severe hypoglycemic event. The continuous glucose sensor was in warmup and not providing readings. Symptoms included rapid glucose decline, loss of consciousness, and ems-confirmed blood glucose of 23 mg/dl. Outcomes included emergency medical services intervention with IV glucose, recovery of consciousness, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user setup error during the fill-tubing process while connected. It was concluded that the event was related to use error, and education was provided to avoid remaining connected during tubing fill. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.